Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found experiencing leakage during use. The following has been provided by the initial reporter: on 9:25 am, (B)(6) 2019, the patient experienced leakage of fluid at the interface of the closed intravenous indwelling needle during infusion in hospital.

Manufacturer narrative:
Investigation: neither photo or sample was provided to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. A possible root cause could not be determined at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found experiencing leakage during use. The following has been provided by the initial reporter: on 9:25 am, (B)(6) 2019, the patient experienced leakage of fluid at the interface of the closed intravenous indwelling needle during infusion in hospital.